Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the customer experienced elevated blood glucose levels; however, no specific bg values were provided. Customer administered insulin injections to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.